Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was on an airplane, and experienced hypoglycemia. The customer feels that the insulin pump delivered too much insulin during the flight. The customer was not hospitalized, but was assisted by the flight attendants. The customer only wanted to report the incident. Nothing further was reported.